Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported a constant tone coming from the insulin pump. The customer changed the battery and was assisted with troubleshooting and the insulin pump continued beeping. The customer also did a two hour rest and the pump still did not work. The customer also reported that the insulin pump beeps when he pressed the keys and nothing happened. The customer was advised to revert to the backup plan. The insulin pump is expected to be returned for analysis.